Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis at the top and bottom levels of an l1-s1 pedicle screw construct. The construct was removed and replaced during the revision, except for both the screws at l5 which could not be removed due to a broken driver. This is report eighteen of eighteen for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00009 through 3012447612-2026-00026.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. The device was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is unrefuted for rod for the failure of involvement in a revision surgery for pseudoarthrosis. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis at the top and bottom levels of an l1-s1 pedicle screw construct. The construct was removed and replaced during the revision, except for both the screws at l5 which could not be removed due to a broken driver. This is report eighteen of eighteen for this event.